Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability : unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "implant exchange from textured to smooth". Later healthcare professional reported "textured to smooth and implant being "tight and high". Healthcare professional additionally reported "recall". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported "implant exchange from textured to smooth". Later healthcare professional reported "textured to smooth and implant being "tight and high"". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.